Event description:
It was reported that the patient experienced infusion set fell off event during use between (B)(6) 2024 to (B)(6) 2026 causing high blood glucose. The infusion set was used for up to three days.

Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.